Manufacturer narrative:
Merge healthcare is continuing to work with the customer to investigate the issue. Additional information has been requested but not received.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that a camera stopped working and a replacement was required. On (B)(6) 2016, information was received from the customer indicating that while several appointments had to be rescheduled, a delay in treatment or diagnosis did not occur. Then on (B)(6) 2016, it was reported that the issue was related to an archiving issue and has not been resolved. With merge eye station not functioning patients have been rescheduled and/or appointments have been cancelled this results in a delay in treatment or diagnosis. However, the customer has not reported any death or serious injuries as a result of this issue. (B)(4).

Manufacturer narrative:
Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) /2016. Additional information was received from the customer on (B)(6) 2016. According to the customer, the camera was replaced and images could still not be captured. Further inspection of the system revealed the archive button on the drop down list was grayed out and the system will not archive, preventing the system from capturing images. The customer indicated the remote assistance to fix the issue was cost prohibitive and onsite service, through their own internal process, was the way the issue was going to be corrected. No further information was provided. Information regarding the need to create space through archiving is provided and available to the customer through the user manual, help menu, and other customer facing documents. If archiving is not performed, images will not be able to be captured without creating more space on the system. Update to contact person. Device evaluated by manufacturer? Changed from no, device evaluation anticipated, but not yet begun to yes. Results: 115 maintenance problem added, conclusion: 51 maintenance deficiency.